Event description:
During the index procedure, the operator found a malfunction discovered after removal. Operator was able to use the device. No adverse event to the pt. Site reporter indicated that upon removal from the pt, the filter basket was noted out of shape. According to the physician, there were no problems with the proximal marker band on the filter.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.